Event description:
Two emergency medical technicians(emts)were transporting a patient on a stretcher and were moving the patient from a building to the ambulance. One of the wheels on the stretcher got caught on a chunk of ice and the stretcher began to tip over. The emts reported that the patient is obese and because of this, they were unable to prevent the stretcher from tipping over, but they were able to guide/slow down the stretcher's descent (the side of the stretcher was resting on one of the emt's legs as he helped it down) to the ground. The emt was able to observe that the patient's head did not strike the ground. The emts immediately closed the carriage on the stretcher and were able to lift the stretcher to its upright position. After getting the patient loaded into the ambulance, the patient was assessed. The patient reported pain radiating on the right side of head and also right elbow pain. The emt observed that there were no lacerations, bruising, or swelling noted. An ice pack was provided with relief. Enroute the patient was asked regarding pain level and the patient reported to be no longer experiencing head or elbow pain. In follow up investigation, it was learned that the emts were transporting the patient with the stretcher in the highest position and were possibly moving the patient/stretcher at too quick of a pace. The emts were counseled to obtain additional help when needed and to move the stretchers in the low position at a slower pace.